Event description:
It was reported that the patient had his cxr inflatable penile prosthesis cylinders and pump components removed due to the pump unable to inflate. A new inflatable penile prosthesis 18cm x 9.5mm cylinders and a pump were implanted.